Event description:
On 21st december, 2021 getinge became aware of an issue with one of surgical lights - hanaulux 2000. The spring arm covers were missing on hanaulux 2000. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of the issue with one of surgical lights - hanaulux 2000. The spring arm covers were missing. According to the photographic evidence received from the technician on 18th january 2022 also the label was torn and the paint was peeling from the headlight and the spring arm. We decided to report these issues in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the device has been repaired on 4th january 2022. It was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to faults of missing spring arm¿s cover, torn label and paint peeling. There is an indication the device was not being used for patient treatment at the time when the event occurred. The issues were investigated by the subject matter expert at the manufacturing site. According to the analysis, the missing cover detected during servicing was probably removed previously and the reason has not been indicated. To prevent any incident the hanaulux operating instructions (56351039/e, page 3) mentions that modifications or alterations to the unit are not permitted for safety reasons and also mentions that the covers must always be screwed into place. Label peeling is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The subject matter expert¿s analysis further states: the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any incident related to paint damage issues, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow for the detection of painting defects, we recommend performing corrective maintenance to rectify the default after its detection. Minor pain chips can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incidents would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) , 2021 getinge became aware of an issue with one of surgical lights - hanaulux 2000. The spring arm covers were missing on hanaulux 2000. According to picture received from technician on (B)(6) 2022 also the label was torn and the paint was peeling from headlight and spring arm. We decided to report the issues in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Previous b5 describe event or problem: on (B)(6) 2021 getinge became aware of an issue with one of surgical lights - hanaulux 2000. The spring arm covers were missing on hanaulux 2000. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on (B)(6) 2021 getinge became aware of an issue with one of surgical lights - hanaulux 2000. The spring arm covers were missing on hanaulux 2000. According to picture received from technician on (B)(6) 2022 also the label was torn and the paint was peeling from headlight and spring arm. We decided to report the issues in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.